Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a non-calcified mid left anterior descending coronary artery stenting procedure, after xience xpedition stent implantation, the 3.25x12mm nc trek ruptured during the first inflation at 14 atmospheres. The device was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.